Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptures and exchange from textured to smooth breast implants".

Event description:
Patient reported left side "ruptures and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Also reported "lumps between armpits and breast," which were determined to be not device-related. Device remains implanted.